Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-26. It was reported that the patient¿s fall was not related or caused by the implantable neurostimulator (ins). There were no actions/interventions taken to resolve the recharging more frequently issue, but the rep noted that the patient kept reporting the same issues: the patient programmer (pp) was at 100% when she charged but goes to 0 before the ins was fully charged. The rep also reported that the increased pain issue resolved, the recharging issue did not resolve, and the charging issues had an impact to the patient, but the fall didn¿t. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient fell. Impedances and connections were checked and were all within normal limits. Additional information received (B)(6) 2018 reported that patient had a fall and increased pain. It was also reported that the patient¿s controller was 100% charged, and she went to charge the implant, and the ins only got to 80% before the controller battery died. It was reviewed to check with the patient to see if she keeps the screen active, as that can affect the recharge time. The representative indicated that in general the patient and other patients need to charge a lot. It was reviewed that adding cycling be help. No further complications were reported/anticipated.